Event description:
Information as it was reported to ams indicates that error code 171 occurred after irradiation about 230,000 joules. The customer was unable to clear the error that occurred. The physician reverted to an alternative surgical procedure to complete the case (B)(6). There was no report of a patient injury; however, the manufacturer is filing this as surgical intervention due the patient requiring an additional procedure as a result of the system malfunction.

Manufacturer narrative:
System analysis/service repair on october 31, 2014: the reported ¿errors 111 and 171¿ were confirmed and was determined the result of the resonator. The resonator s/n (B)(4) was replaced with resonator s/n (B)(4). The system was calibrated, tested and verified to meet manufacturer¿s specifications. Product evaluation summary: resonator (B)(4) was returned to ams and analysis was performed on (B)(6) 2014. The reported ¿error 111¿ diode voltage low issue could not be reproduced. Coupler cover was noted stuck and aim beam power was low. Replaced diode with diode s/n (B)(4). Replaced aim diode with aim diode s/n (B)(4). Coupler cover and desiccant were replaced. The resonator was realigned and a new test report was completed.